Event description:
It was reported that the patient was admitted to clinic for pocket revision due to discomfort. The device remains implanted. The patient was stable following the procedure. Normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.